Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. The buttons on the insulin pump were unresponsive and the customer was unable to clear the alarm. Customer's blood glucose level was 123 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
The pump was received with a button error alarm and no button response due to corroded keypad traces. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.